Event description:
Customer reported a malfunction code with their device, identified as malf 9. There was no reported impact on the customer's blood glucose level, as the customer declined to answer if levels exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, which successfully resolved the malfunction, allowing continued use.